Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not vibrating. The insulin pump did not vibrate during the vibrate test. His blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents and off no power test. However, there was no vibration due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.